Event description:
It was reported after the angio-seal was deployed, the physician held pressure for a few mins afterwards as a precautionary measure. The physician requested a staff member to maintain pressure a little longer, even though there was no evidence of oozing or hematoma. After 2 1/2 hrs, the pt ambulated and blood was present on the dressing. Light pressure was applied to the site and the pt remained another 45 mins. The pt was discharged. The next morning, the pt ambulated, felt a sting in the groin and a lump had formed. The pt went to the emergency room, pressure was applied and the pt stayed for several hrs of observation. The pt was reported to be feeling better and brusing was present.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the bleeding and hematoma could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.